Manufacturer narrative:
Follow-up #1 the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint passed all testing with no faults found. The reported issue could not be confirmed. In addition, a DHR (device history record) was completed for this product and no deviations, non-conformances or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that the display of her onetouch ultra meter had segments missing. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the problem with her meter¿s display started on the evening of (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). She reported that as a result of the missing segments in the meter¿s display, she consumed more food/drink on (B)(6) 2015. She alleged that ¿two days¿ after the problem with the meter¿s display started, she experienced symptoms of ¿sweaty [and] weakness¿. She denied receiving any treatment for her symptoms. During troubleshooting, the cca noted that the meter was not being used for the first time, and, based on the information provided there was no misuse of the product. The issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged issue with the meter¿s display began.